Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead with insulation abrasion noted through to the distal high voltage (hv) lumen, 525-537 mm from the terminal pin. The distal hv conductor cable was confirmed fractured in two separate locations between the same distance (525-537 mm from the terminal pin). The proximal fracture cable appeared to have sustained heat damage, with engineers noting melted metal; while the second fracture site exhibited a contact fracture anomaly. The lead was sent for further analysis of the contact fractures site. Our additional laboratory testing confirmed the fractured area exhibited worn insulation, indicative of contact rubbing with another object. Additionally, flattening of the lead cables in some locations indicates that this lead continued to 'rub' with another object during the implant duration. Analysis confirmed the clinical observation of a fractured lead with a causative factor the result of excessive drag on the gore and the shocking coils.

Event description:
Boston scientific crm received information that the patient implanted with this implantable right ventricular (rv) lead received an inappropriate shock. A lead conductor fracture was suspected due to a shock impedance measurement of greater than 125 ohms and a pacing impedance measurement of greater than 2800 ohms. The physician explanted the rv and successfully implanted another bsc rv lead. The patient was hospitalized; no other adverse patient effects were reported. The explanted rv lead was returned for analysis.